Manufacturer narrative:
Device was lost on site and not able to be returned for investigation.

Event description:
User reported that the level sensor did not respond as expected to detect fluid. There was no patient harm; however, level sensor errors are considered reportable by spectrum medical.

Event description:
User reported that the level sensor did not respond as expected to detect fluid. There was no patient harm; however, level sensor errors are considered reportable by spectrum medical.

Manufacturer narrative:
Investigation is pending the return of the device to spectrum medical.

Event description:
User reported that the level sensor did not respond as expected to detect fluid. There was no patient harm; however, level sensor errors are considered reportable by spectrum medical.

Manufacturer narrative:
Investigation is pending the return of the device to spectrum medical.

Manufacturer narrative:
Investigation is pending the return of the device to spectrum medical.

Event description:
User reported that the level sensor did not respond as expected to detect fluid. There was no patient harm; however, level sensor errors are considered reportable by spectrum medical.

Manufacturer narrative:
Investigation is pending the return of the device to spectrum medical.

Event description:
User reported that the level sensor did not respond as expected to detect fluid. There was no patient harm; however, level sensor errors are considered reportable by spectrum medical.